Manufacturer narrative:
The reported pump stoppage was confirmed through the evaluation of the submitted system controller event log file. The pump stoppage event was captured on (B)(6) 2017 at 21:56 and lasted approximately 4 seconds. Following the event, the pump ramped back up to the set speed without issues. Although the root cause could not conclusively be determined through this evaluation, the event appeared to be consistent with the manufacturer's experience of momentary pump stoppages caused by electrostatic discharge (esd). The patient remains ongoing with the left ventricular assist device. It was reported that the patient''s battery clips were replaced; however, the battery clips were not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a review of the system controller log file, two no external power and low voltage hazard alarm events were observed on (B)(6) 2017, each lasting for approximately 3 seconds, after which the pump resumed normal function. The battery clips were replaced. A follow up system controller log file was reviewed, which recorded a short 3 second pump stoppage event on (B)(6) 2017. The lvad clinician at the hospital did not believe the pump stoppage was related to electro-static discharge. The patient was asymptomatic.